Event description:
Us complainant reported the patient was on impella cp support. While on support, the patient decompensated and needed emergent stenting of left main/ left anterior descending artery / circumflex artery. The surgeon recommended escalation to impella 5.5. On arrival to intensive care unit, the impella cp was noted to be pulled back from ventricle. Severe bleed noted to femoral access site. Impella was explanted. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. A.1 revised patient identifier as it was previously entered incorrectly on initial manufacturer device report number 1220648-2025-25277. B.6 should of been left blank on the initial manufacturer device report number 1220648-2025-25277 as it belongs in b.7. Information was added to b.7 d.4 revised serial number, lot number, expiration date and unique identifier (UDI) # were previously entered incorrectly on initial manufacturer device report number 1220648-2025-25277. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25277 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.4 revised as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25277.